Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) does not have all of the equipment with her on the call. The reason for call was patient stated it is taking an hour to charge the implanted neurostimulator battery 10% since the last couple of days. Patient stated they are in the hospital for unrelated reasons and she does not have the rtm cord to try to charge the ins on the call with pss. Pss suggested that pt call back in when pt has the equipment for further troubleshooting.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.